Event description:
Resident was being transferred with the mechanical lift. As resident was lifted from chair to bed, the bar that holds the straps broke apart from the lift and the resident fell to the floor, supine, hitting the back of her head. 4 cm laceration was sustained to the right parieto-occipital scalp. 10/13/96 c-spine x-ray appear negative for fractures.